Event description:
It was reported the customer had cracks on their insulin pump's screen. The customer also reported their batteries were only lasting for a few days. The customer also stated there were cracks near their battery compartment. It was found the cracks were caused by normal wear and tear. The customer's blood glucose was 212 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump had normal operating currents and no battery alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.